Event description:
It was reported by user facility that pt expired during treatment at home on (B)(6) 2014.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that the medical records do not show causal relationship between the pt's peritoneal dialysis treatment and the pt's death. A supplemental report will be submitted upon completion of the plant's investigation.